Event description:
Device returned to manufacturer with report of 2003 - after implant in december. Pt went through withdrawal - withdrawal not receiving." Stated catheter "believed to be not working." The device was explanted. Repeated requests for additional info have been made to hcp - requests have not been answered. A follow up report will be sent when additional info is received.